Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all the keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result inadvertent or incorrect insulin delivery.

Manufacturer narrative:
Follow-up #1 date of submission 09/01/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. During testing, the keypad buttons responded properly. The pump cover was opened and no damage was observed to the key contacts or keypad flex; however, moisture corrosion was found on the button solder connections. The audio bolus button cover was punctured.